Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. The customer¿s blood glucose was 86 mg/dl. Troubleshooting steps were performed and customer reported that they were able to clear the alarm and also able to rewind the insulin pump and displacement test passed. The customer was advised that the insulin pump needed to be replaced and to refer the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance (gold). Unable to confirm compromised force sensor system alarm due to motor error alarm.